Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the c-01 error and replace the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was found to have no physical damage during visual inspection. The iesu was tested on a system and displayed error c-01 after activation and cauterizing with any instrument.

Event description:
It was reported that during da vinci-assisted ovarian cystectomy surgical procedure, the site contacted intuitive technical support engineer (tse) to report an error occurred on the erbe vio generator each time monopolar was activated. System logs confirmed error c-01 reported by the erbe vio generator. Tse recommended trying the second monopolar port. The issue occurred on both upper and lower monopolar ports. Tse recommended power cycling the erbe and the issue persisted after power cycle. Customer opted to continue the procedure and work through the errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and system initially powered on without errors. The surgeon continued using monopolar but would pause when the alert came on. She would switch to bipolar energy when possible. The procedure was completed robotically using same generator. The monopolar energy was not available with same erbe.